Event description:
Information was later received that this device was explanted due to a routine changeout. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise with oversensing on the right ventricular (rv) channel. The oversensing led to intermittent pacing inhibition greater than 2 seconds asystole. Inappropriate shocks were delivered due to the noise and oversensing. Print-outs were sent to a boston scientific technical service consultant for review. After review of the printouts, it was discussed that rv oversensing was responsible for the episode recording and inappropriate tachy therapy delivery. The large amount of stored episodes was most likely related to the rv oversensing, rather than true vf episodes. It was recommended to double check among other episodes available with egm details if similar noise was observed. The rv oversensing is most likely related to a mechanical issue. According to the noise amplitude and its occurrence, a header issue, a lead issue or a connection issue are suspected. Per the physician's discretion and patient's condition, a leads and system (header) revision might be performed to avoid inappropriate therapy related to the noise oversensing. In the meantime, a tachy programming change might also be done to reduce the risk of inappropriate tachy therapy. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted. The device and lead were tested; there was no noise and the impedances were normal during hand movements and device manipulation. However, upon review of the device memory; noise with a non-sustained episode had been recorded one hour before the device and lead testing. A revision procedure may be performed in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.